Event description:
Patient was hospitalized with diabetic ketoacidosis, and she believes this was caused by the infusion set not delivering insulin. Her blood glucose elevated on (B)(6) 2013, and she delivered a correction bolus via the infusion device. She began to vomit and feel unwell on (B)(6) 2013 at 5:00 a.m. She was admitted to the hospital, and her blood glucose was near 33.0 mmol/l (594 mg/dl). She was treated in the intensive care unit with IV fluids, insulin, magnesium, and potassium. She was discharged from the hospital on (B)(6) 2013 when she was stable and no longer had ketones in her system. She is currently using insulin injections, and the alleged products were requested for evaluation.

Manufacturer narrative:
No product was received for evaluation. The manufacturer performed a free flow and tightness test on one retention sample and did not find any non-conformity. The investigation of production documents did not show any deviations related to the complaint reason. There are no other complaints regarding this batch. Device was not returned to manufacturer.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.